Event description:
Plaintiff alleges that he has suffered and will continue to suffer personal injury, subsequent procedures and surgery and urination difficulty, as a result of a wound drain fracturing and having to be surgically removed.